Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported diabetic ketoacidosis event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient self-started omnipod 5 and was in the hospital for diabetic ketoacidosis. It was reported that the patient was on tandem in the past. Multiple attempts were made to retrieve additional information related to the reported event. The pharmacist in the primary care physician¿s office was contacted to confirm if the patient is on schedule to be trained, and if not, training will be scheduled. There were no further details provided.